Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle. The needle fell into the patient's body but was picked up immediately. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.